Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked rear and front housing, contaminated dso sensor, and contaminated uso sensor seal. A review of the event history log found a record of ¿error 1310¿. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause was the microprocessor unit board. The microprocessor unit board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump powered off with the "lec 1310" alarm, immediately indicating "service due 0". The nurse reported the screen displaying "error code 56" and shutting off. There was unknown patient involvement.